Event description:
Female, patient, with new diagnosis or breast cancer had a port-a-cath implanted then immediately received first dose of chemotherapy. When patient went for second dose of chemotherapy, device found to be non-functioning. X-ray revealed that catheter was detached from reservoir. Patient had cath lab procedure to remove catheter. Also scheduled for surgical removal of reservoir and re-implantation of port-a-cath.